Event description:
Reporter stated that the pt had difficulty removing one of the referenced tampons. Reporter stated that the tampon appeared to become attached to the vagina wall. As a result, the removal was very difficult and subsequently the pt developed a lot of vaginal irritation. Reporter stated that the pt was towards the end of their cycle but that the tampon had only been in place for approx 4 hrs.

Event description:
Add'l info rec'd from rptr 11/26/03: pt saw a physician after this incident to get a pelvic examination. The physician did find tears in the tissue of vagina and blood from the injury that was caused by product. Pt's main concern was whether this would interfere with child bearing in the future. Doctor assured pt it would not, but rptr is reporting this because of the physical pain and mental anguish that this injury caused them. Pt's injury did not result from misuse of the product. It came from the product itself. Rptr told pt to cease using these pearl tampons after this happened, and they did. Several months went by and pt used tampon because they had no other choice. When it came time to remove it they experienced the same problem: the tampon expanded like a fan and was stuck in their vagina. Pt worried but did not panic. It took them several tries, but finally they managed to successfully remove it with much patience, but once again with much pain. Rptr wants to know what co intends to do about correcting pearl tampons so that other women do not injure themselves.